Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported during planned maintenance, the inability of the system to perform mechanical ventilation. This was due to the gas inlet valve being stuck in the closed position.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The solenoid was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported during planned maintenance the unit alarmed and delivered high sustained pressure. There was no report of patient involvement.